Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of non-sustained ventricular tachycardia, during which r-waves were undersensed on the ventricular channel. It was observed that the r-waves had not been sensed causing the device to pace. Programming changes were made. Patient was stable.